Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 4 months after dental implant was installed in intraoral region 14#, its non-osseointegration was observed. In addition, 35 ncm of primary stability was achieved, the patient presented bone type iii and also peri-implantitis.